Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed self test and displayed "poor pad contact", "defib fault 78" and "pacer fault 117" messages. Complainant indicated that there was no patient involvement in the reported malfunction.